Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the mask function was operating slowly, then the command button grayed out completely. A reboot was necessary to restore functionality. This resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no reported pt injury.